Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed as follows. Attachment steps of the distal cover by the user was deviated from IFU, which caused the cover breakage when attached to the subject device. The device was used while the distal cover was broken, and the suggested event occurred. The hook side of the distal cover may have been fragile by the cover being squeezed before attachment, or the like. Twisting, stretching or pulling stress may have been applied to the fragile cover, and/or stress of attachment of the cover to the device may also have applied. We assume that the applied stress caused the distal cover breakage which led the cover to be easy to detach. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover (maj-2315) had come off from the subject device. The user could not retrieve the single use distal cover with the endoscope and the single use distal cover was left in the patient. The user thought that the single use distal cover would come out naturally. The user completed the procedure with the subject device. The user has spoken to the patient 5 days after the reported event and she felt well or had had no ill effects. As far as she knew, she had not seen the single use distal cover. There was no report of patient injury associated with the event at this time.